Event description:
It was reported that the patient experienced unspecified issues with an artificial urinary sphincter (aus) leading to it being previously explanted. A reimplant procedure was performed in which a new aus was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested. It was further reported that the explanted aus had normal function, it was explanted due to a "patient condition". It was unknown if the patient experienced any additional adverse events, however, the patient did not require further intervention. No more information available at the moment. Should additional information become available, it will be provided.